Manufacturer narrative:
Device evaluation: the cartridge was not returned to the manufacturer for evaluation; therefore product testing could not be performed. A photo of the device was provided and was evaluated. The cartridge tip was observed deformed and a crack was observed at the cartridge tube and tip. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol) a fragment of the cartridge broke off into patient's eye. It was completely retrieved by the surgeon with no harm to the patient. No further information was received.